Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final with no relevant reported discrepancies. There have been no other events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Fretting between head and stem cone with metallosis for total endoprosthesis implantation on the right hip joint on (B)(6) 2016. It was necessary to change the modular head implant and a soft tissue decay on the right hip joint. Additional information received states: the patient was initially very satisfied after the operation, but since (B)(6) 2017 increasing right groin pain. Therefore on (B)(6) 2018 puncture of the right hip. It is punctured a paste-like tough grayish mass. The macroscopic finding would fit into a metallosis. An infection is excluded.

Manufacturer narrative:
An event regarding wear and altr involving a metal head was reported. The event regarding wear was confirmed through a review by a clinician. Altr was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned -medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: review of these records confirms revision tha surgery for ¿fretting between the taper of the prosthetic stem and the lfit metal head¿ occurred, however, the root cause cannot be determined as insufficient information was available. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including: ¿ implant retrieval and analysis ¿ pathology reports ¿ surgical implant records from the surgeries. ¿ dated pre and post op x-rays/ imaging from the index and revision surgeries ¿ outpatient office/clinic notes are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Fretting between head and stem cone with metallosis for total endoprosthesis implantation on the right hip joint on (B)(6)2016 . It was necessary to change the modular head implant and a soft tissue decay on the right hip joint. Additional information received states: the patient was initially very satisfied after the operation, but since november / december 2017 increasing right groin pain. Therefore on (B)(6)2018 puncture of the right hip. It is punctured a paste-like tough grayish mass. The macroscopic finding would fit into a metallosis. An infection is excluded. Review of the operative information by a medical clinician concluded; review of these records confirms revision tha surgery for ¿fretting between the taper of the prosthetic stem and the lfit metal head¿ occurred.